Event description:
Patient was revised to address flexion/extension issues. A 12.5 mm poly insert was exchanged for a 10 mm poly insert. The patella was removed, a few more millimeters of bone was resected and a new patella component was implanted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.